Manufacturer narrative:
Analysis was normal. No anomalies were normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead implant procedure, lead could not be fixed on the atrial septum and atrial appendage. Physician believes that it could be due to patient¿s anatomy. Lead was not implanted and was replaced. Patient¿s condition was stable.